Manufacturer narrative:
Device passed displacement test. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a hardware low level failure alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was performed self test and the test was failed. The insulin pump will not be returned for analysis.